Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump was replaced. Unit meets specifications and was returned to service on 10/10/2014.

Manufacturer narrative:
Manufacturer date: 06/29/2012. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (04/12/2014 through 10/09/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from october 2013 through september 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. The vacuum pump was returned and was visually inspected and tested. The vacuum pump was observed to have a dirty window and the oil level could not be observed. The vacuum pump was not able to pull to the adequate level during testing. The reason for return of the vacuum pump was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.